Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 460 mg/dl at the time. The customer also reported that she changed out the battery of the insulin pump and it did not turn on. The customer was assisted in troubleshooting for blank display. The customer reported that the battery cap was neither missing nor damaged. She stated that the display returned after the insulin pump restart. The customer declined troubleshooting for high blood glucose and she stated that she will take insulin bolus for treatment of high blood glucose. The insulin pump will not be returned for analysis.